Manufacturer narrative:
Conclusion and justification status: the complaint states during in-house cleaning/inspection it was noted that, the tip on the attune distal femoral jig was broken. The instrument will need to be replaced. The investigation confirmed the failure mode as reported as the trigger on the slide tube had broken. The complaint details the breakage of the trigger on the slide tube component of the distal femoral jig. It is not clear when this failure happened, but there is not reported patient harm recorded the complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Red thumb lever locking tab is broken.